Event description:
Complainant alleged that during functional testing, the device failed to charge to set energy. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and verified. The root casue was traced to an integrated circuit on the main board. The main board was replaced as a remedy. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.